Event description:
Pain [pain]. Swelling [swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a pt (age, gender and initials not provided). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc once (hylan g-f 20) injection, dosage regimen not provided. The lot number of synvisc one was not provided. On unspecified date, the pt experienced swelling and pain which required aspiration and corticosteroid (unspecified) injections. The action taken with synvisc one treatment was not provided. The outcome for the events of swelling and pain was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of the 8 reports of swelling and pain reported by the same reporter (physician). The total list of cases from this reporter is (B)(6).

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.